Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 299 mg/dl while using the ilet after a prior kinked teflon 6 mm infusion set led to replacement and a full cartridge change with guided troubleshooting, including rewinding, installing a new cartridge, attaching the lure connector, placing a new infusion set, filling the cannula, and resuming insulin delivery. Symptoms included elevated blood glucose. Outcomes included resolution after infusion set and cartridge replacement with resumed insulin delivery. Investigation included user counseling and device use troubleshooting. Investigation of this case revealed no device alerts or alarms and an unclear cause of the hyperglycemia. It was concluded that the event was user-manageable with education and supply replacement, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.